Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the devices were prepared according to instructions for use (IFU). The patient was in atrial fibrillation during procedure. The transseptal puncture was inferior and posterior. Heparin was administered, and the patient's activated clotting time (act) levels were above 250 seconds. The wire was positioned in the left upper pulmonary vein. The left atrial pressure was 12mmhg. Upon first deployment, the 22mm amulet appeared uncompressed and small. The decision was made to replace the 22mm amulet with a 25mm amplatzer amulet occluder while using the same delivery sheath. After deploying the lobe of the 25mm amulet, the patient's blood pressure began to drop dangerously low, and the echocardiographer noticed an accumulative, circumferential pericardial effusion near the left atrial appendage which became a cardiac tamponade. The largest dimension of the effusion was approximately 2cm. Protamine was administered when the pericardial effusion was noted. The decision was made to abandon the procedure, and both the amulet and delivery sheath were removed. A pericardiocentesis was performed but was unable to stop the effusion. Patient was sent to surgery to successfully drain the effusion. The physician believed that the amulet's anchoring wire caused the pericardial effusion. The patient status was reported as stable.

Manufacturer narrative:
An event of drop in blood pressure upon deploying the lobe and circumferential pericardial effusion near the left atrial appendage which became a cardiac tamponade was reported. Reportedly, it was decided to replace the 22 mm amulet with a 25 mm amplatzer amulet occluder while using the same delivery sheath, as 22 mm appeared uncompressed and small. Please not that per the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." A pericardiocentesis was performed but was unable to stop the effusion and the patient was sent to surgery to successfully drain the effusion. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
As reported, a 22 mm amulet laa occluder appeared uncompressed and small upon deployment. The 22mm amulet laa occluder was replaced with a 25mm amulet laa occluder without replacing the delivery sheath. It was reported that the patient¿s blood pressure dropped upon deployment of the 25mm amulet laa occluder, and a circumferential pericardial effusion near the laa with a largest dimension of 2 cm developed which ultimately became a cardiac tamponade. The physician believed that the amulet's anchoring wire caused the pericardial effusion. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging); however, this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s stabilizing wires contributed to the pericardial effusion. It is uncertain whether the pericardial effusion developed as a result of recapturing the 22mm amulet occluder, or during the second attempt when using the 25mm amulet occluder. Since the bleeding started soon after deploying the 25mm amulet occluder, it may be related to the technique and positioning used to implant the 25mm amulet. However, this cannot be determined with certainty. Please note that per the instructions for use, ¿if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿ not replacing the delivery sheath as specified in the IFU after the 22mm amulet occluder was removed may have made it more difficult to deliver and position the 25mm amulet occluder and contributed to this event; however, this cannot be conclusively determined. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.